Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high thresholds and no capture at maximum output. The device was reprogrammed to single chamber fixed rate. The lead remains implanted out of service. No patient complications have been reported as a result of this event.